Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned. The helix was extended/bent and clogged with blood/tissue. X-ray inspection of the inner coil at the connector region found no anomaly. X-ray inspection of the helix mechanism found the helix bent consistent with procedural damage. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue and bent. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the helix of the right ventricular lead exhibited an unspecified rotation issue. The lead was not used and replaced during procedure. The patient was stable.